Event description:
It was reported that while impacting the glenosphere along the inserter handle, the black plastic pad fractured into multiple pieces. The correct surgical technique was used, and no complications, injuries, or surgical interventions were required; no foreign bodies were retained as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.